Manufacturer narrative:
B3: estimated based on gfe response from sales representative, considering the progression of the issue over the time.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent replacement of the implantable pulse generator (ipg) because the patient reported needing to charge the device more frequently and eventually being unable to maintain a charge. Postoperatively, the patient was reported to be doing well.